Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report.

Event description:
It was reported that multiple devices had issues during patient use, such as "channel disconnect," "continuous air-in-line when no air was present," and "channel error," the event has led to a delay in blood transfusion as well as interruption of inotrope delivery, resulted in hypotension. As a result, the patient required fluid boluses and increased medication doses.